Manufacturer narrative:
(B)(4). The reported patient effect of restenosis, as listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that on (B)(6) 2013, after pre-dilatation, a 2.25 x 15 mm xience prime sv stent and a 3.0 x 18 mm xience prime stent were implanted in the distal left circumflex (lcx) and the left atrioventricular. Post-dilatation was performed and the procedure was completed with intra-vascular ultra sound (ivus). At the eight-month follow-up on (B)(6) 2013, restenosis was confirmed in the previously implanted 2.25 x 15 mm xience prime sv stent. On (B)(6) 2013, balloon angioplasty was performed to treat the restenosis. The patient is reported to have recovered. No adverse patient sequela was reported. No additional information was provided.